Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On november 17, 2025, an arthrex subsidiary employee reported via (B)(4) that two ar-3636h self-bunching kl 1.8 fibertak sutures broke during a labral repair procedure. The first fibertak hip anchor was placed following the standard surgical technique. However, when tension was applied to the suture to perform the knotless technique, the suture unexpectedly broke. To complete the repair, the surgeon requested a second anchor, but the same issue occurred, the suture broke during tensioning despite correct handling and adherence to the recommended procedure. There was no patient harm reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.